Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, at times there was a temperature change to the pump prior to the occlusion alarms occurring. Blood glucose level was 229mg/dl at its highest. Typically the customer performs infusion set changes to address the issue. During troubleshooting for the current occlusion, a new cartridge was loaded and the pump performed as intended. Tandem technical support advised the customer to prevent temperature changes to the pump.